Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 29 - motor cart range low) occurred with a cartridge during the load process. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer loaded a new cartridge successfully, and continued using the pump for insulin therapy.